Event description:
The cup liner and biolox head were removed and replaced with a new liner and head due to dislocation.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for explanted device history records were reviewed and found to be conforming. Based on the provided info, the exact cause of the complaint or device failure cannot be conclusively determined. Should additional info become available and / or the device (s) be returned for eval and an investigation result be available, that changes this assessement, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).